Event description:
A malfunction on the pump was reported by the caller, who noted no prior notable events. There was no adverse impact to the customer's blood glucose level. The caller was assisted by cts with resetting the pump using provided instructions. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to call back if the issue recurs and acknowledged this instruction.